Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: testing confirmed that the "down",¿ok¿ and "up" keys have intermittent response. The keypad is fully intact and was removed to investigate. Evidence of keypad contamination was located under "contrast", "down", "ok" and "up" contact button. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast: when the old screen was removed and replaced with a new test screen, contrast returned to normal with the test screen. Visual inspection of "battery compartment" revealed compartment crack from threads to case seal. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.